Event description:
It was reported that this device was exhibiting elevated battery consumption, and a decrease of approximately over 4 years was observed. The remaining longevity recently showed 5 months remaining. There has been no change in programming between the last two previous visits. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been gradually increasing, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting elevated battery consumption, and a decrease of approximately over 4 years was observed. The remaining longevity recently showed 5 months remaining. There has been no change in programming between the last two previous visits. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been gradually increasing, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.